Event description:
Pt reported that, in 2004, they experienced a low blood glucose episode. The paramedics were called, and upon their arrival, they administered a glucose IV. Their blood glucose returned to normal.